Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. According to the information received, ¿the patient was revised due to the insert had a posterior medial crack in it and patella component was loose. The loosening interface of the patella component is cement/implant. Both were exchanged for new implants. There was no surgical delay. Doi: (B)(6), 2008. Dor: (B)(6) 2025. Affected side: left knee". Lot: 2610502. Manufacturing date: 08 jul 2011. Expiry date: 30 apr 2011. Quantity: (B)(4). Testing could not be completed as the retained samples are no longer available for testing. There were no non-conformances associated with this batch. All qc and microbiology testing met release specification (ms-007, bone cement: master specification: smartset mv,). As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: lot: 2610502. Manufacturing date: 08 jul 2011. Expiry date: 30 apr 2011. Quantity: (B)(4). Testing could not be completed as the retained samples are no longer available for testing. There were no non-conformances associated with this batch. All qc and microbiology testing met release specification (ms-007, bone cement: master specification: smartset mv,).

Event description:
It was reported that the patient was revised due to the insert had a posterior medial crack in it and patella component was loose. The loosening interface of the patella component is cement/implant. Both were exchanged for new implants. There was no surgical delay and all available information has been disclosed. No further information was provided. Doi: on (B)(6) 2008, dor: on (B)(6) 2025, affected side: left knee.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.